Manufacturer narrative:
Upon investigation of the actual incident, it was reported by the customer that the order was not crossed over to the machine and server. A technical support specialist contacted the customer and identified that the issue was due to an epic server. The customer confirmed that the issue had been resolved, and the system was working fine. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, order was not crossing over to machine and server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.